Event description:
It was reported that a patient¿s first implantable neurostimulator (ins) was supposed to have lasted 7 years but it only lasted 1 year. It was reported that the patient received her new implant (B)(6) 2014.

Event description:
Additional information received reported that the patient received assistance from the health care professional or manufacturing rep resentative and the concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).